Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214. The actual sample (only a fragment of urethane) was received. Visual inspection of the actual sample found that the full length of the fragment was approximately 68 mm. One end of the fragment was designated as end-a and the other end as end-b arbitrary, the following analysis was performed. Magnifying inspection found that end-a was a straight end and end-b was rough. A lengthwise groove was observed. Electron microscopic inspection of the actual sample found that the peeled surface was smooth over the entire length. History investigation could not be performed since the involved lot number was unknown. Simulation test: we have experienced that the outer layer peeled off through a simulation test where radifocus guide wire m and a metal needle were used in combination. When the outer layer was peeled off due to the combined use with a metal needle, the following characteristics were observed on the tested sample. The outer layer was peeled semi-circumferentially and a fragment was generated. The peeled surface of outer layer was smooth. The distal end of the fragment was straight. These characteristics were thought to be similar to those of the actual sample. However, the rough edge, which was observed on the actual sample, was not recognized in the simulation-tested sample. This difference was presumed to be due to the contact condition between the guidewire and the metal needle. In the case of the actual sample, the contact condition was presumed to be unstable at the beginning of the peeling, while in the simulation test, the peeling was made by one-time application of a fixed abrasion load. Based on the investigation result, it was likely that since the actual sample was pulled out while it was used in combination with the metal needle, it came into contact with the metal needle, and the outer layer was peeled off. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during a nephrostomy the involved guidewire was used instead of the wire from the nephrostomy kit; however, a part of the urethane of guidewire was peeled off and remained in the right ureter. On (B)(6) 2023, during a surgery to treat cancer, there was a stage where the ureter was cut, at that time, the detached urethane piece was retrieved by laparotomy. The procedure outcome was recovered. The patient was harmed; however, not seriously.